Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they saw the patient in the doctor¿s office on (B)(6), 2018 at which time the ins was bonded with the programmer. They stated that the programmer was now reading their ins. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a power-on-reset (por) was seen on the patient¿s device after they had a ¿tee¿ cardioversion. No symptoms were reported in the event. The family member contacted their physician who told them to contact the manufacturer¿s representative. There were no further complications reported or anticipated.